Event description:
Started invisalign express in (B)(6) 2013. At the end of the first week I developed a 'crick' in my neck. Normal, average feeling of stiff neck, usually resolves in a day or so. Three days later the pain was so severe that I couldn't move my head or eat. I went to the doctor and received meds for pain. The meds did not help and the pain continued to worsen to the point that I could not swallow. I ended up in the emergency room with intractable neck pain and was put on narcotic pain meds and muscle relaxers. I took the meds for a full week with very little relief in pain. The only escape was drug induced sleep. I lost ten pounds due to inability to eat for that week. Finally took the invisalign out for two days and the pain subsided. At my next dentist appointment asked the dentist if he thought the invisalign was to blame, and he thought that it was likely. Also, asked the chiropractor I had to see and he agreed.